Event description:
A doctor alleged that a patient's empress crowns had to be removed due to black streaks that developed in the crowns after placement with breeze self-adhesive resin cement.

Manufacturer narrative:
The doctor was informed that using breeze self-adhesive resin cement was contraindicated for empress crowns. The black streaks observed on the restorations were most likely due to bacterial contamination caused by leakage into the fine cracks (which resulted from expansion) of the empress crowns, thus the contraindication. The doctor was advised to use either lute it with bond1 or cement it dental cements which are not contraindicated for empress crowns. To date, the patient is doing fine; however, the doctor placed temporary restorations on the patient until he received the cement it dental cement. Dr. (B)(6) later revealed that the crowns involved in the alleged incident were e.max crowns, not empress crowns; however, it is suggested that because e.max crowns and empress crowns are composed of similar materials, breeze self-adhesive resin cement should not be used with e.max crowns either.